Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation summary: monitor sn: (B)(4) and electrode belt sn: (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of one shock and had developed a burn on her chest following the event. Per review of the download data, the patient was appropriately treated by the lifevest while in ventricular fibrillation (vf). It was reported that the belt had gelled. The impedance during the treatment was 68 ohms, which is well within the normal operating impedance. The patient went to the hospital following the treatment event and removed the lifevest to be put on hospital defibrillation pads. The hospital nurse confirmed that there was a burn on the patient's chest. It was reported that the patient's doctor was working on a course of treatment. Follow-up attempts were unsuccessful. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.